Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that there was a suspected malfunction of the lead. The lead was capped on (B)(6), 2010, and later explanted due to infection.